Event description:
A distributor in denmark reported a malfunction with a pump, identified by the malfunction code 12-0x2071. The customer did not disclose whether their blood glucose levels were affected, and there is no available information about their levels at the time of the event. The pump was under warranty, and the customer had already attempted to reset it within the last 24 hours. As a corrective action, a replacement pump was provided to the customer, who was instructed to return the malfunctioning pump back to tandem within 10 days. The customer did not share information about the backup insulin therapy to be used.